Event description:
Note: this report pertains to second of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2022-02945 for the first flexiva pulse laser fiber, this report for the second flexiva pulse laser fiber & MFR report # 3005099803-2022-02947 for the third flexiva pulse laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that three flexiva pulse 242 laser fibers were used in a percutaneous nephrolithotomy (pcnl) procedure for a stone treatment in the kidney performed on (B)(6) 2022. The laser unit used was a lumenis p120 laser console. During the procedure, when the physician plugged in each of the laser fibers and started firing, the device started smoking. The fiber connector was noted to be hot to the touch. There was no reported burn injury to the user or to the patient. The procedure was completed with a flexiva pulse 365 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.